Event description:
The reporter stated that the pump appeared to be running too fast during hyperal delivery. The infant's blood glucose level went up to 2300. The reporter believed that 30 to 40 cc of hyperal were delivered in a short period of time.